Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that purewick urine collection system was not suctioning and urine leaking everywhere. Ordering kit and call back representative advised it had not been replaced recently. Told to call customer service number if still issues. Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that purewick urine collection system was not suctioning and urine leaking everywhere. Ordering kit and call back representative advised it had not been replaced recently. Told to call customer service number if still issues. Used with flex wicks. No additional information provided. No troubleshooting was provided. Per additional information received via email on 24sep2025, I never said that urine was leaking everywhere, I said the unit was not working properly, and the bed was getting wet. I ordered a new kit (hoses and new top , unit now seems to be working.